Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the catheter, and the ink on the extension leg was observed to be worn and faded. Multiple clamp indentations were observed on the extension leg, especially on the proximal half. A ¿v¿ shaped split was observed in the extension tubing approximately 0.5 cm proximal to the bifurcation. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration. The sample was then clamped with atraumatic clamps and pressurized with the 12 ml syringe of water. A weeping leak was observed emanating from the hole observed in the extension tubing. A microscopic observation revealed two small, straight splits oriented in a ¿v¿ shape, one split slightly larger than the other. The larger split was observed to have well defined edges and distinct striations were observed on the break surface. Striations were also observed on the smaller split, however the edges of the smaller split were observed to rough and appear to be torn at the end furthest from the point of the ¿v¿. The observed characteristics of the splits suggest the extension tubing was pinched or cut with a ground-sharpened instrument, such as scissors. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of reat2137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the general surgical inpatient underwent powerpicc catheter placement under the guidance of ultrasound. Liquid leakage ocurred on the extention tube 3 months after the catheter placement. Both patient and the nurse denied the possibility of damage from sharp object. Since the powerpicc catheter can not be repaired, the catheter with liquid leakage has been pulled out. The client required for product quality inspection.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat2137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the general surgical inpatient underwent powerpicc catheter placement under the guidance of ultrasound. Liquid leakage occurred on the extension tube 3 months after the catheter placement. Both patient and the nurse denied the possibility of damage from sharp object. Since the powerpicc catheter can not be repaired, the catheter with liquid leakage has been pulled out. The client required for product quality inspection.